Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had an infection from the device and the doctor that did the surgery has been on vacation. The patient went to see their regular doctor and it feels like the wires are coming out like their body is rejecting it. The patient said it's working but it's still coming out and they left a message yesterday. When asked for event date, patient stated they couldn't even touch it and had to go to the emergency room and they put them through a big test to make sure the infection didn't go all the way down to their bladder. The patient added they went to see healthcare provider (hcp) on (B)(6) and everything was fine and then a week or two after that they started noticed infection signs and that's when they went to the ER. The patient noted they're fine and now and the infection was gone but they're waiting to hear from their hcp. The patient also mentioned they have to go for a mammogram in another week. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34j41 implanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-jan-2027, UDI#: (B)(4) b3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.